Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4, g4: model number is unknown but similar device is 065440403. This product was used for the di, product code, and 501k which is exempt. Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review.

Event description:
An event involving a cystoscopy/irrigation set, the customer was reported that the silicone tip adapter leaks constantly. The plastic part that plugs into the continuous bladder irrigation (cbi) tubing is wide and it is hard to get into the cbi port. Once in, it still falls out. These issues affect the irrigation flow in the case and can disrupt visibility, causing delays and potential complications intraop. There was no reported patient involvement with no reported patient harm.